Event description:
During treatment of the proximal and distal right coronary artery calcification with diamondback coronary orbital atherectomy device (oad), glideassist was turned on to treat retrograde. The first run was on low speed for both distal and proximal lesions. Thereafter, glideassist was activated to remove the oad. At that time, the physician observed a loud noise and the oad crown stopped spinning. The oad was then pulled out without the aid of glideassist. Fluoroscopy imaging was performed and confirmed the oad nose became detached from the crown. The oad was removed with the nose in vivo which resulted in a perforation near the distal lesion. The electrocardiography indicated the patient was declining, though the patient did not code. The detached nose was successfully retrieved and the patient was sent to emergency bypass surgery to resolve the perforation. The patient was hospitalized and put on extracorporeal membrane oxygenation, however, the patient passed.

Manufacturer narrative:
The device was returned for analysis. When tested, the device functioned as intended with no unusual noises observed. The stopped spinning condition could not be confirmed. The reported driveshaft fracture was confirmed. The device was returned with a driveshaft fracture located at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscope analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the reported event is inconclusive. The crown weld location was examined and found to be within manufacturing process parameters. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. (B)(4).